Event description:
A surgeon contacted a depuy mitek employee stating he had four versalok post-op pull-out's. The surgeon did not give the original dates for surgery or dates of the revisions. In three of the cases, all three patients had average bone quality and no issues that should impede healing. All four patients had the standard post-op pain or discomfort 6-8 post-op, but when the symptoms were still occurring 12-16 weeks post-op, x-ray's revealed the anchors still intact, patients had healed but the anchors had partially migrated, they were proud cortically. The surgeon didn't feel the sutures were over tensioned. At least 3 have already had (dates undefined) revision surgery (undefined) for remedy (undefined). This is all of the information made available to the mitek complaints department. Also see associated mdrs 1221934-2008-00136, 1221934-2008-00137, 1221934-2008-00138.

Manufacturer narrative:
The process of information gathering is on going at this time. When all that can be had is had and is evaluated, the results will be reflected in a follow up report.